Manufacturer narrative:
(B)(4).

Event description:
Although any excessive force was not applied to the catheter, the junction hub got damaged and the catheter migrated from the patient's body.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen central venous access device for evaluation. Visual examination revealed a small slit in one of the suture wings. The other suture wing was threaded with a suture. Microscopic examination of the broken wing revealed compression marks, indicating that undue force on the catheter caused the breakage. Signs of use in the form of biological material was also observed. No other defects or anomalies were observed. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The customer report of catheter migration was confirmed by complaint investigation. Visual examination revealed that one of the suture wings contained a slit. Compression marks indicate that undue force caused the damage. Based on the sample received and the customer description , it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: although any excessive force was not applied to the catheter, the junction hub got damaged and the catheter migrated from the patient's body.